Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after they had noticed the site of his device looked infected. Upon examination of the site, the physician confirmed probable infection. The source of the infection was unknown. The implantable cardiac monitor was explanted. The patient was stable.